Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sensor light does not work. The light turn off after just some hours function. I noted that the light is out of alignment. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the sensor cable was pulling out of the sensor end causing the emitter assembly to dislodge from its window. The sensor passed continuity tests and no short or open was detected. As a result of the emitter assembly being dislodged from its window the sensor is unable to engage in monitoring and the "sensor off patient" error message displayed. Corrected lot #: k15g02; updated manufacture date: 07/30/2015.